Event description:
It was stated that the insulin pump was exposed to high magnetic fields and later delivered insulin without being programmed. It was stated that the customer was hospitalized for low blood glucose levels below 40 mg/dl. Troubleshooting was performed and the insulin pump did not pass the displacement test. The insulin pump also alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.